Event description:
A facility reported that during use of the mayfield modified skull clamp (a1059), the patient's head moved in the pins causing trauma/laceration to scalp. Additional information received indicates that 90 pounds of pressure was applied, and the patient was first in supine position, then positioned prone for cervical laminectomy procedure. The laceration was stapled by the surgeon and the c-clamp was changed to prevent another fail. The surgeon re-pinned the patient and the surgery was completed. No significant delay in surgery was reported.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.